Event description:
The customer reports the device fails to shock after uploading software.

Manufacturer narrative:
(B)(4). A philips repair bench technician evaluated the device and confirmed the reported failure. Therapy pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer. There was no reported patient involvement. We will consider this a malfunction of the therapy pca that caused the device to not shock.